Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's cartridges showed 0u with a red x due to receiving multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not provided. It was indicated that the customer was able to load a cartridge successfully, and had insulin injections available if needed.

Manufacturer narrative:
The device performed the load sequence as expected; no inaccurate fill estimate observed.